Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. During the weekend leading up to the event the cgm reading had been between 3.0 and 4.8 mmol/l. The insulin dosage was lowered based on this, and the patient developed symptoms of feeling weak and losing their appetite. No blood glucose reading was reported as a comparison as not enough blood came out of the patient´s finger to make one, but the reporter suspects that the cgm values would have been inaccurately low. On monday, (B)(6) 2024, the patient was brought to the hospital and was hospitalized. The blood glucose reading would have been 40.0 mmol/l, and the ketones were 3.5 mmol/l. No cgm reading was reported from that moment. The patient was treated with insulin, but the route of treatment was not known. At the time of the report, the patient was still hospitalized and in the hospital for 3 days. There was no documentation of further medical intervention. At the time of the report, the patient was feeling better and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.